Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was not powering on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2014 and obtained the following information. The patient claimed the alleged issue began several months ago; exact date/time is unknown. The patient manages her diabetes with lantus insulin 70 units in the afternoon and 1 pill januvia daily, however she reported that she had stopped taking the januvia pills due to running out of them and not being able to fill another prescription. The patient claimed that on an unspecified date/time after the alleged issue occurred, she developed symptoms of ¿dizziness, clammy and clumsy.¿ she went to the emergency room on the same day of her symptoms. A blood glucose test was performed on an unknown hospital meter and a reading of ¿478mg/dl¿ was obtained at an unknown time. The patient was treated by a healthcare professional (hcp) with an unknown type/dose of insulin. The patient felt better shortly afterwards and was discharged approximately 4 hours later. At the time of troubleshooting, the cca noted that the correct test strips were being used. The meter was being used for the first time. The issue was resolved with troubleshooting. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia that required treatment from an hcp after the alleged meter issue began.